Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the large hem-o-lok clip applier instrument be returned for evaluation, but it has not yet been returned. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video was provided for review. A review of the instrument log for the large hem-o-lok clip applier instrument (part# 470230-12 / lot# n10210503 0018) associated with this event has been performed. Per logs, the instrument was last used for a procedure on (B)(6) 2021 using system sl0516. The instrument had 67 remaining usable lives with no subsequent use recorded. This complaint is being reported based on the following conclusion: it was alleged that the clip applier instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information in sections was either unknown, unavailable, not provided, or not applicable. The expiration date in section is not applicable. Field is blank because the product is not implantable. Information for the blank fields in section is not available. Fields are not applicable.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the jaw movements of the large hem-o-lok clip applier instrument did not match those of the surgeon. Per subsequent follow-up, the reporter stated that the instrument was checked prior to use and there was no damage found. The reporter clarified that the issue occurred while in the process of placing the hem-o-lok clip. A similar backup instrument was used to proceed with the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, h3, and h10. Product evaluation information can be found in the following fields: h6 and h10. D11-intuitive surgical, inc. (Isi) has received the large hem-o-lok clip applier instrument associated with this complaint and completed investigations. Failure analysis investigations could not replicate nor confirm the reported complaint that the instrument could not be opened completely. Due to the condition of the instrument, the clip test could not be performed. An additional finding related to the reported complaint was identified. Failure analysis found the primary failure of broken input disk to be related to the customer reported complaint. The instrument was found to have an input disk completely detached from the base of the housing. The root cause is typically attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques. During in house testing, the instrument failed mechanical engagement when placed on the system. The instrument inputs failed to engage with the sterile adapter in multiple attempts due to a broken input disk.

Event description:
Refer to h10/h11 for follow-up information.